Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, and reservoir tube.

Event description:
Customer reported on apri 02, 2014, he was experiencing low blood glucose of 48 mg/dl, treated with juice, crackers, and milk. Customer stated the insulin pump had cosmetic damage. The device has a crack near the battery cap. Customer was advised to discontinue use and revert to back up plan. No further information reported.